Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was poor barrier separation seen in ten (10) number of tube(s). Samples clogged the automated instruments and samples had to be redrawn. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 7 photos for investigation. The photos were evaluated and the indicated failure modes of poor gel barrier separation and gel smearing were observed. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of october 2025, therefore additional testing was not indicated. This complaint has been confirmed for the indicated failure mode gel smearing and poor barrier separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was poor barrier separation seen in ten (10) number of tube(s). Samples clogged the automated instruments and samples had to be redrawn. No adverse impact was reported regarding the patient or user.